Event description:
It was reported that during a cesarean section, while suturing or preparing the suture after a patient incision, 15 needles detached from their sutures. The needles did not fall into the patient cavity. An additional new suture was used without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: cl-813, cl-813 polysorb 1 vio 75cm gs21 x36, (lot number: a5c2225y,) cl-813, cl-813 polysorb 1 vio 75cm gs21 x36, (lot number: a5c2225y), cl-813, cl-813 polysorb 1 vio 75cm gs21 x36, (lot number: a5c2225y), cl-813, cl-813 polysorb 1 vio 75cm gs21 x36, (lot number: a5c2225y), cl-813, cl-813 polysorb 1 vio 75cm gs21 x36, (lot number: a5c2225y). Cl-813, cl-813 polysorb 1 vio 75cm gs21 x36, (lot number: a5c2225y), cl-813, cl-813 polysorb 1 vio 75cm gs21 x36, (lot number: a5c2225y), cl-813, cl-813 polysorb 1 vio 75cm gs21 x36, (lot number: a5c2225y), cl-813, cl-813 polysorb 1 vio 75cm gs21 x36, (lot number: a5c2225y), cl-813, cl-813 polysorb 1 vio 75cm gs21 x36, (lot number: a5c2225y), cl-813, cl-813 polysorb 1 vio 75cm gs21 x36, (lot number: a5c2225y), cl-813, cl-813 polysorb 1 vio 75cm gs21 x36, (lot number: a5c2225y), cl-813, cl-813 polysorb 1 vio 75cm gs21 x36, (lot number: a5c2225y), cl-813, cl-813 polysorb 1 vio 75cm gs21 x36, (lot number: a5c2225y), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.